Event description:
Pt reported an alleged "tube or band leak" confirmed by a fill adjustment. The event was first noticed when the pt felt no restriction and no weight loss. During a follow-up visit, the physician added saline, but was unable to withdraw any saline immediately afterwards. The "tube or band" was removed and replaced. Further follow-up is being conducted to gather additional information but no further information has been received at this time.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the actual implant date has been requested. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."